Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.0/+1.0/041 (sphere/ cylinder/axis), into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged. Reportedly, the patient experienced "problems reading and doing computer work." The surgeon states the eye is "calm and quiet" after the exchange and that the problem is resolved.

Manufacturer narrative:
- Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken/bent. Dimensional inspection found the lens to be within specifications. Although lens sn: (B)(4) was found out of tolerance for axis, there is no reasonable probable cause in manufacturing that would have resulted in a refractive change. Work order search found no other similar defect within the same lot. The patient experienced refractive surprise and "problems reading and doing computer work." (B)(4)